Event description:
Related manufacturer's reference number: 2017865-2021-37551, related manufacturer's reference number: 2017865-2021-37552. It was reported that the system was explanted due to infection. The patient condition was unknown.